Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the patient was having to charge the implant twice a day. Caller said they had been having to charge that often for the last 2 months and mentioned they were told at the beginning that patient would have to charge every 7 days, but patient had never gone that long between charges. Agent asked, caller stated patient has adjusted stimulation to 4.0. Agent reviewed battery depletion depended on settings and usage and redirected to healthcare provider to further address the issue if needed. It was also reported that the communicator wouldn't charge. Caller said the issue started a couple months ago, and they would plug in the charging cord for 3-4 days, but communicator would sometimes charge and sometimes not charge. Caller said now for a week or two the communicator wouldn't charge at all and there weren't any lights on the communicator. Caller mentioned they had tried plugging communicator in for 24 hours, but that didn't resolve the issue. Agent had caller attempt to reset communicator during the call with a long button hold, but no lights came on. Caller then plugged communicator in to power cord and caller reported green light started blinking. Caller inspected charging cord and port of communicator but did not see any damage, caller cleaned connections. Caller plugged communicator back in and reported communicator was charging again. The troubleshooting steps that were taken on the call resolved this issue. No symptoms were reported.